Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer could not recall the exact blood glucose reading, but stated it may have been 70 mg/dl. The customer stated that he was in a car accident prior to the event, and was the driver. Troubleshooting was performed, and the customer was unsure if all of the insulin pump settings were correct. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that he would be contacting his hcp to verify whether or not all of the insulin pump settings are correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.